Event description:
Technician alleged that the bed has no power due to the power cord being damaged with copper wire exposed. No patient impact.

Manufacturer narrative:
The technician replaced the power cord assembly to resolve the issue.